Event description:
Recall on respironics dreamstation auto CPAP, #(B)(4). Company said on their website that all units would be replaced by (B)(6) 2022. Well, that time has come, and I have yet to hear from them even though I keep checking on my registration. It is like they do not care about my health. 4million have been replace but not mine, why? Have been using a CPAP machine for over 25 years.